Event description:
Boston scientific received information that this lead exhibited noise and oversensing. The patient had been nauseous since implant and the physician was sure it was a lead issue. The patient was prepped and the pocket opened when the field representative arrived. The field representative reviewed the logbook and thinks it looked like "emi, other numbers were fine, connections were good". The lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.